Event description:
It was reported that the customer had low blood glucose. It was stated the piston does not move all the time. It was stated that the insulin pump has been replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed.